Manufacturer narrative:
Unit received with currents in specification. No unexpected low battery. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. No motor error alarm. Motor passed motor test. No motor position encoder error alarm. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 338mg/dl at the time of the incident. The customer stated that they received the motor error the night prior but ignored it and woke up with high blood glucose. The customer also mentioned low battery issues. The customer treated with insulin shot. The customer declined troubleshooting for the high reading. The customer stated that the insulin pump was stuck in rewind loop. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to x-ray. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.